Event description:
Additional information was received that during the implant of the valve, the final implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 4 millimeter (mm). The valve gradient following the valve implant was 10 millimeters of mercury (mmhg). The valve was implanted into the patient's native valve. Following the valve implant, the patient was admitted to the hospital due to fever and transesophageal echocardiogram (tee) revealed an hypodense formation between the valve stent and the sinus of valsalva (sov) and computed tomography (CT) showed thrombotic material. The valve leaflets were free of thrombus and the valve opened and closed normally with a gradient of 8 mmhg with an area of 2.5. Approximately 4 months following the valve implant, the patient had a follow up visit that showed no symptoms and new york heart association (nyha) functional classification ii. No further treatment was reported.

Manufacturer narrative:
Updated data: b5 - event description b7 - relevant history medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, valve thrombosis was observed and the patient was hospitalized for 45 days. Approximately 4 months following the valve implant, moderate paravalvular leak (pvl) was observed and not treatment was reported.

Manufacturer narrative:
Product analysis: the valve remains implanted. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.